Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic nephrectomy, when the doctor used the stapler to ligate the vessel, the device could not be squeezed, the device was not able to fire at all. Another device was used to finish the procedure. There was no patient injury.